Manufacturer narrative:
The ipg was explanted during a revision to address high impedance on multiple lead contacts. There was no allegation against the ipg and it was electively removed. Visual inspection did not identify any anomalies. As received, normal pairing and bluetooth (ble) communication was observed. The uep inductive tool showed it was running the therapy application and was functional. The device passed all functional tests on ate. The ate specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. No impedance issues were found. The ipg functioned as intended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-17438. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted and replaced to address the issue.